Event description:
It was reported that this right ventricular (rv) lead listed the pacing impendence measurements as "not recorded" technical services (ts) reviewed the device data, confirmed stable threshold values, and assessed that the impendence issue was potentially caused by the rv lead pulled back and returned into position during a surgical procedure. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was surgically abandoned due to high pacing thresholds during a replacement procedure on the device for normal battery depletion. The revision procedure was successfully completed and another lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.